Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was capped due to a fracture. No adverse patient events were reported.

Manufacturer narrative:
2/27/18 - we received a device evaluation. A portion of this lead was explanted on (B)(6) 2017. Upon receipt, the lead under complaint was found cut approx. 4.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the lead tip was not received for analysis. The returned lead fragment was visually and electrically analysed. The visual inspection revealed deformations of the inner conductor coil close to the is-1 connector pin. Further investigations indicated that these damages were caused by overrotation of the inner conductor coil. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.